Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro function board, backplane and the ps2 power supply were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor went black, there was an interlock failure error message and the system locked up. No pt injury was reported.